Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an oxygen sensor malfunction. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the oxygen sensor. The unit passed all testing and operated within the manufacturer specifications.